Manufacturer narrative:
H3: full analysis cannot be completed at this time due to pending litigation. Product event summary: the device was returned and performance data was analyzed. No anomalies were found. However, physical analysis could not be performed due to legal restrictions. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient¿s legal representative that the patient is deceased as they had suffered a fatal heart attack on (B)(6) 2023. The patient¿s implantable cardioverter defibrillator (ICD) was implanted on (B)(6) 2019. The patient suffered from a heart arrythmia (atrial fibrillation) and as such needed a defibrillator to make sure their heart would stay in rhythm and they would not suffer a heart attack. The patient was told the implantation of the ICD would allow them peace of mind that a heart attack due to arrythmia would not occur. The patient lived with the ¿faulty¿ defibrillator for nearly four years without realizing that it was unable to perform the task for which it was implanted. Due to the negligent design and function of the ICD the patient suffered a fatal heart attack. It was noted that the field advisory letter from the company was sent to the patient¿s grieving spouse and arrived after the patient¿s untimely passing had already occurred.